Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This ra lead was repositioned on (B)(6) 2017 due to dislodgement. The patients rv lead was also repositioned at the same time due to dislodgement. No adverse patient events were reported.